Event description:
The customer reported that historic images were appearing with left/right orientation markers flipped. It was determined that these were flipped when the image was saved. There was no reported patient injury associated with this event.

Manufacturer narrative:
The investigation revealed that the orientations are being sent incorrectly from the modalities. In centricity pacs version 3.2, orientation markers will become optional to sites for diagnostic imaging modalities, which allows the sites the ability to turn them on or off. (B)(4).